Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The hearing performance with the device has been affected. Recipient previously showed benefit from the device. No significant falls, or head injuries were reported. The recipient was reported as healthy. Re-implantation is considered. Per new information received, the family has cancelled their follow-up appointment with the doctor.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device is to be explanted at the end of (B)(6) 2018 and complaint will be re-opened if the device is explanted.

Event description:
The hearing performance with the device has been affected. Recipient previously showed benefit from the device. No significant falls, or head injuries were reported. The recipient was reported as healthy. Re-implantation is planned for (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the device has been affected. Recipient previously showed benefit from the device. No significant falls, or head injuries were reported. The recipient was reported as healthy. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is scheduled for (B)(6) 2018. The complaint will be re-opened if the device is explanted.

Event description:
The hearing performance with the device has been affected. Recipient previously showed benefit from the device. No significant falls, or head injuries were reported. The recipient was reported as healthy. Re-implantation is planned for (B)(6) 2018.